Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on the posterior. A microscopic analysis was performed which identify an opening striated in the posterior and opening crack in the diaphragm valve. Based on the device analysis the final assessment is: a striated opening in the patch side assessed as surgical damage. Non-penetrating striated nick. A crack opening on diaphragm valve assessed as cracked valve on seat of diaphragm valve.

Event description:
Healthcare professional reported a right side "leak". Further reported was "hole in valve, right". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Further reported was "hole in valve, right." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak."

Event description:
Healthcare professional reported a right side "leak". The device remains implanted.